Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the device data log noted an error code. Functional tests included motor testing. The stated problem was duplicated and it was determined the main board was the cause. The main board was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the main board.